Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k camera head had no image. There were no reports of patient harm. No further information was received from the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found damaged cable, discoloration of electrical contact. The connector part was damaged. Scope mount was defective. Physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.